Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer experienced elevated bg levels do to basal setting adjustment. Customers blood glucose (bg) level was in the 200s mg/dl. A correction bolus was delivered to address bg level.